Event description:
Customer reported a past incident of low blood glucose. Lowest blood glucose level recorded was 42 mg/dl. Low bg cause was not known. Customer consumed glucose tablets to address the low level and was advised by technical support to consult with a healthcare professional for further analysis.